Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. A field service engineer investigated an issue with mini sub drawer 1-14, which was not opening. Upon inspection, the controller cable was found to be damaged. After replacing the controller, it was determined that the controller board was also inoperative. The fse replaced both the control unit and the controller board, restoring full functionality to the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer failed to open. The customer stated that they were unable to access the medication from the affected cubie, and they had to access the medications from another pyxis station, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.